Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that this incident occurred due to high-frequency cauterization being performed while the tip of the instrument could not be confirmed within the endoscopic field of view or while the instrument was close to the tip of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's plastic distal end cover was burned. There was no patient involvement.